Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per customer, they are not allowed to provide any patient demographics.

Event description:
It was reported that the bifuse extension set had separated. Although requested additional information was not provided.

Manufacturer narrative:
Additional information provided: d.11. The customer¿s report of the distal collar of bifuse extension was broken was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection noted the set¿s smallbore tubing was separated from the mini y parallel connector. Examination under magnification observed trace of solvent on the end of the tubing where it is inserted onto the connector¿s output port. Also observed was a solvent ring away from the tubing end. Based on the noted solvent ring indicating the likely tubing depth previously within the parallel connector, the tubing looked to have been inserted fully. No damage to the set¿s male luer collar was observed. Reddish/brown residue was observed in the set¿s tubing. No other abnormalities were observed. Functional testing was deemed unnecessary due to separation. Dimensional analysis of the tubing's outer diameter observed it was within specification. Further handling/tug of the rest of the set's tubing engagements observed no separation. The root cause of the separation was not determined. The device history record for minibore bi-fuse extension set model mz5307 lot unknown could not be conducted because the lot information was not provided.

Event description:
It was reported that the distal collar of bifuse extension was broken. Upon receipt of the product, it was noted that the set had separated at the engagement. Although requested additional information was not provided.

Event description:
It was reported that the distal collar of bifuse extension was broken. Upon receipt of the product, it was noted that the set had separated at the engagement. Although requested additional information was not provided.

Manufacturer narrative:
Correction on initial report: b.4, b.5, e.1 & g.4 (B)(6) 2020. Additional information provided: b.3, h.6.